Event description:
Eighteen months post implant, pt presented with vaginal pressure, and urinary retention. Examination revealed pseudocysts around the implant and a urinary tract infection. The pseudocysts were drained and the pt was treated for the yeast infection.